Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received info stating that while in use on a pt the graphic user interface (gui) went blank on an 840 ventilator. The pt was not harmed or injured as a result of the event.